Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was alleged by the customer that the pump may not have been delivering basal insulin. Additionally, it was reported that the pump battery was experience charging issues and that the pump history did not reflect accurate data. Customer's blood glucose level was 250 mg/dl. Customer declined to continue troubleshooting with tandem technical support.